Event description:
On (B)(4) 2012 the lay user/ patient contacted lifescan (lfs) alleging he was unable to test on his onetouch ultra2 meter because was not powering on. This complaint was classified using the customer care advocate (cca) documentation. "A couple of months" prior to calling lfs, the patient reported the alleged issue first began. The patient reported taking self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However on (B)(6) 2012 in the afternoon, the patient reported he was seen in the emergency room (ER). The patient reported a reading of '40mg/dl' was obtained and a health care professional (hcp) administered glucose tablets or gel at an unknown time, in response to the low reading. At the time of troubleshooting, the cca was able to determine the battery did not need to be replaced. The cca noted there was no misuse of the subject meter and it was not the first time it had been used. The patient was educated on the meter's behavior and the auto shut off function, but the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported an adverse event because the patient claims due to not being able to test on his lfs meter, he was treated in the ER for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.